Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The reported event alleges a symptom rather than a defined device failure. These devices are used for treatment. A complaint history search identified no other complaint for the part/ lot combination of any of the components. The primary surgical notes state that the patient had two arthroscopies, orthovisc injections without responses, and is not responding at all to conservative options. The patient has elicited to undergo tka to treat progressive degenerative arthritis of the right knee. With the trial components in place, the knee easily rotated from full extension to 120 degrees of flexion. Anterior, posterior as well as mediolateral stability was noted. Excess cement was removed and the leg put in full extension with the final components under compression while the cement was hardening. The patella tracked properly. No surgical complication was reported. The revision surgical notes state that preoperatively there is gross instability of the joint and discomfort, the lab and imaging provided a low index of suspicion for infection. During the procedure, the surgeon noted some attenuation of the distal medial quadriceps tendon. The revision notes do not mention any motion and/or stability issue of the components before their explantation. The pathology evaluation concluded that the synovium presented with mild lymphoplasmacytic inflammation, contained fibroadipose tissue fragments but was negative for significant neutrophilic inflammation. Per the package insert of the components, pain and joint instability are known adverse effects of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, instability, and discomfort.